Event description:
It was reported that the patient had an unscheduled doctor's visit. The patient was diagnosed with drainage seroma serosanguineous with erythema at the midline incision. The patient was treated with antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43180 , model: sc-4318, serial: n/a, batch: 28734959.

Event description:
It was reported that the patient had an unscheduled doctors visit. The patient was diagnosed with drainage seroma serosanguineous with erythema at the midline incision. The patient was treated with antibiotics. Additional information was received that the patient experienced drainage lumbar spine seroma serosanguineous and erythema with moderate severity. The physician assessed the event with having a probable relationship to the procedure and a possible relationship to hardware and device stimulation. The event was resolved.